Event description:
It was reported that the seat and backrest were broken and would not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.